Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized multiple times with "poisoning" and skin issues since their implantable pulse generator (ipg) was implanted. It was further reported that the patient was sensitive and allergic to their implantable pulse generator (ipg). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no malfunction of the device that would have related to the patients symptoms and no intervention was carried out.